Event description:
The customer reported that 3 to 5 cc of clear fluid leaked from the coulter ac·t diff analyzer, under the probe and onto the counter during startup. No error/system messages were generated in conjunction with the instrument leak. Through troubleshooting with customer technical support via telephone, the customer cleaned the probe wipe, replaced fluid filters, adjusted vacuum, and reran startup. The instrument continued to leak. There was no report of direct physical contact with the leak. The customer was wearing a lab coat, goggles, and gloves when the event occurred. No erroneous results were generated in connection with this event and there was no report of injury nor change to patient treatment. A beckman coulter (bec) fse was dispatched to the site to evaluate the analyzer.

Manufacturer narrative:
The fse found that the dual diluent filters were dry and replaced them to resolve the issue. The fse then performed verification of the instrument, which met specified requirements per established procedures. (B)(4).